Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient noted "fix this damn pain pump, will ya!".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the pump is not compatible with human life. It was noted the pump can't safely deliver a large dose of medicine without getting all clogged up.